Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported by trial patient that they still had some pain an pressure in their bladder. More information received from trial patient. They reported the bandages by the wires are also loose, and looked like there was an infection. No further complications were reported or anticipated.